Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ndl 31ga 5mm was involved in a serious injury in the form of a dirty needle stick injury/medical intervention. The dirty needle stick occurred during use. The pharmacist who experienced the dirty needle received blood testing with the results coming back negative. No additional information regarding the medical intervention received is currently available. The following information was provided by the initial reporter: (B)(6) 2020, when a pharmacist giving a lecture to a patient, pen needle with pen got mixed in the patient's left over drugs and the pharmacist got needle stick injury on his/her palm. The next day, the pharmacist had blood test and the result was negative. The pen needle can be used once and the patient left on the pen as it was.